Event description:
It was reported that the drain bag had a bent tubing and the customer was unable to use. The customer also stated that there was no damage to the shipping box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag had a bent tubing and customer was unable to use. Customer also stated that there was no damage to the shipping box.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect assembly operation". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because a review of the label could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the drain bag had a bent tubing, and the customer was unable to use. The customer also stated that there was no damage to the shipping box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.